Event description:
It was reported that the patient was treated in the emergency department (B)(6), ns b0e 1j0, canada) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include light headedness, dizziness, and malaise. The pod was removed and discarded in the hospital due to the patient's elevated blood glucose. When removed from the infusion site (leg), the pod's cannula was found bent. The patient underwent electrocardiogram, blood glucose level, and urine tests. A new pod was applied, and the patient's blood sugar subsequently normalised. The patient was treated with intravenous fluids (sodium chloride), then released after 4 hours.

Manufacturer narrative:
After internal review on 10-mar-2026, corrections were made to b5 and h6 medical device problem code and component codes.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms, and confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was treated in the emergency department(B)(6) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include light headedness, dizziness, and malaise. The pod was removed and discarded in the hospital due to the patient's elevated blood glucose. When removed from the infusion site (leg), the pod's cannula was found bent. Additionally, the bubbles were observed from the viewing window. The patient underwent electrocardiogram, blood glucose level, and urine tests. A new pod was applied, and the patient's blood sugar subsequently normalised. The patient was treated with intravenous fluids (sodium chloride), then released after 4 hours.